Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient's ipg was non-functional and had to charge it frequently. It was noted that patient's stimulation was inadequate. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.